Manufacturer narrative:
Additional information received on 03 march 2016 and includes: culture results show beta streptococcus group b. Batch review performed on 21 march 2016. Lot 140720: (B)(4) items manufactured and released on 23 may 2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk tibial tray fixed cemented size 5 right, code 02.07.1205r, lot. 146808 (k090988). (B)(4) items manufactured and released on 20 november 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk sphere tibial insert fixed flex size 5/12 mm right, code 02.12.0512fr, lot. 144290 (k121416) (B)(4) items manufactured and released on 02 october 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk patella resurfacing size 3, code 02.07.0035rp, lot. 145648 (k090988). (B)(4) items manufactured and released on 07 november 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient presented with an infection in his right knee. The surgeon removed all implants and put in antibiotic spacers. The surgery was completed successfully. There are no x-rays or explants available for investigation.

Manufacturer narrative:
Additional information received on (B)(6) 2016 and includes: on (B)(6) 2016, the surgeon removed the antibiotic spacer and implanted the new permanent components.

Manufacturer narrative:
On 20 may 2016 it was prepared a final report with the information already submitted in the initial report. On 23 may 2016 the report was sent to the initial reporter and the case was closed.